Event description:
Boston scientific received information that this right ventricular (rv) exhibited r-wave measurements of 8-9 milivolts. The pacing impedance measurements were 600 ohms. Under fluoroscope, the physician found a clavicle crush fracture. A revision procedure was scheduled and the lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.